Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation: therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as MFR report #6000089-2007-01501. It was initially reported in a journal article case report that following a coronary artery drug eluting stenting treatment procedure, stent strut fractures were discovered. Additional information received reported that following vessel dilation by a balloon catheter a dissection occurred. The target lesion was in the proximal to mid right coronary artery (rca). The target lesion was predilated with a 1.5x15mm maverick balloon twice at 10 atms for 20 seconds, and twice at 12 atms for 20 secs and 12 atms for 20 secs. The proximal to mid rca was then predilated with a 2.5x20mm maverick balloon 4 times at 8 atms for 20 secs each time. A "very severe spiral dissection" occurred. A 2.75x28mm taxus express2 drug eluting stent (des) was then deployed in the proximal to mid lad at 10 atms. The 2.5x33mm non-bsc des was deployed at 12 atms. Ten months later, the pt was readmitted for recurrent chest pain. Severe stenosis with stent strut fracture at the mid taxus express2 des was noted and moderate stenosis with another stent strut fracture noted just below the overlapping site. The overlapping site was at the proximal non-bsc des. The area including both fracture sites was treated with direct stenting. A 2.75x18mm non-bsc des was deployed in the proximal to mid rca at 12 atms. The mid rca was dilated with a 2.5x15mm maverick balloon at 15 atms for 20 secs. The pt has not required any additional procedures since the article was reported. The pt's current condition is "good."